Event description:
The manufacturer received information alleging a ventilator's pressure sensor failed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's pressure sensor failed. There was no harm or injury reported. The device was returned to a third party service center for a further evaluation they installed the trilogy evo system pca on the trilogy evo stb, started and ran therapy for approximately 1 hour and the system pca operates as expected. The device then tested the system pca on the trilogy evo multifunctional test station for pressure verification and passed all testing. Thy concluded that the system pca operates as designed. There were no errors found and device was scrapped. .